Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
Blood glucose results of "106 mg/dl and 74 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the punture site were correct. A replacement meter is being sent.